Event description:
This is a (B)(6) male with a past medical history cad, htn, hyperlipidemia, iddm-ii and (B)(6). On (B)(6) 2015, the patient presented to the cardiac catherization lab for revascularization of rca chronic total occlusion (cto). This was the patient's third attempt; prior two attempts at osh were unsuccessful. During attempt to perform pci, the procedure was complicated by rotoblator wire that became dislodged during intervention, causing perforation of rca and hemorrhage into pericardial sac. Successful revascularization and vessel repair was performed with placement of multiple stents. Post procedure, the patient was admitted to ccu and on (B)(6) 2015, the patient became bradycardic and hypotensive. The patient initially went into pea arrest at 10:03am, then pulseless vt s/p defibrillation. The patient did not regain a pulse despite ongoing resuscitative efforts. Bedside tte showed akinetic heart and no pericardial effusion. The patient was pronounced at 10:16am.